Manufacturer narrative:
The insulin pump passed functional testing. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that customer's insulin pump fell in the water one week ago and customer pulled it out immediately. Now, customer has been experiencing high and low blood glucose levels, especially after eating and bolusing. Customer is not sure if the device is bolusing correctly because her blood glucose rises tremendously. Also, the buttons are unresponsive. There is no button error alarm. While checking over the phone, customer stated the device seems to be delivering correctly. The device is being returned for analysis. Customer's current blood glucose is 8.3 mmol/l. Nothing further reported.